Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the lead was fractured during explant and was partially explanted in 2018-jun. The statement that the 'therapy never worked' was unable to be clarified. The patient had an appointment scheduled with their md to discuss options related to actions/interventions that could be taken to remove the abandoned lead. No further complications were reported at this time.

Manufacturer narrative:
B7: explant date is approximate with month and year validity. Continuation of d11: product ID 3889-33 lot# va1fzw7 serial# implanted: (B)(6) 2017, partially explanted: (B)(6) 2018, explant date is approximate with month and year validity. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: va1fzw7, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 04-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor stim. During a call for compatibility, it was reported that the patient said the therapy never worked since she received. She had made adjustments, but doesn't recall if she had reprogramming sessions at the healthcare provider's office. She said that the healthcare provider removed the ins only. When asked, the patient didn't recall the date of the removal, but said it may have been sometime between 2018-2019. The patient confirmed the location of the removal and that the implanting physician removed the ins. The patient also said that she didn't know that the lead wasn't removed. Patient services reviewed that since the lead was still implanted, some of the compatibility guidelines would still apply, so that if she had any tests or procedures in the future to notify her healthcare provider that she was working with that she has the lead implanted and to call to review compatibility information. No further complications were reported. The patient was uncertain if the lead had been removed.